Manufacturer narrative:
(B)(4). The date of the event was reported as unspecified date in 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described by the physician, as "the patient was non-cooperative and the peritoneal membrane was responsible which led to the event of peritonitis." The patient was hospitalized for the event. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for peritonitis. It was reported "the patient's peritoneum is not suitable for this type of treatment." Due to this, on an unreported date during the same month as this report while hospitalized, the patient's pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the vancomycin was discontinued; the patient had recovered from the peritonitis event, and was discharged on an unknown date. No additional information is available.